Event description:
It was reported that on an unknown date, during a gynecological procedure, the device was noisy, slow to respond, and would not work properly.

Manufacturer narrative:
(B)(4): insufficient drive of disposable. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The plastic cpc connector was misaligned.